Manufacturer narrative:
Analysis of the returned device shows presence of dried contrast media in the balloon. The sales rep that was present during the event confirmed that the ibt has not been inflated prior to insertion, but after, to be sure that the balloon could be inflated. As the balloon has not been inflated prior to insertion, this has no impact on it. During visual analysis, it was confirmed that the balloon has still a good shape. No issue has been discovered during in process testing. During functional analysis, an insertion test was performed and indicates that the ibt is hard to introduce in a new cannula. The blockage comes from the proximal neck of the ibt that has difficulty to go through the part of the cannula that narrowed. Microscopy shows that the proximal neck of the ibt has a bigger outer diameter as expected. Based on the information provided, visual and functional analysis, the most probable root cause of the insertion issue is attributed to the outer diameter of the proximal bonding that is too big and out of specification. This issue is probably linked with an outershaft positioning error during the proximal bonding. The outershaft has probably been introduced too deep in the neck of the balloon during the proximal bonding step and this is the cause of the too big outer diameter of the proximal bonding. A new (B)(4) has been created to address the issue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure at t-11. During the procedure, it was impossible to pass the balloon through the introducer. The surgeon had to perform a vertebroplasty in order to complete the procedure. No further details are known at this time.